Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2021-18861. It was reported that patient's left s1 lead had migrated. This issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2021 in which the lead was explanted and replaced. Stimulation was reportedly restored after the procedure. It is unknown which lead had migrated so both are being reported.

Manufacturer narrative:
Event date is estimated.